Event description:
It was reported that the user experienced hyperglycemia to approximately 300 mg/dl after eating chips while using the ilet pump during the first week of therapy, and they expressed dissatisfaction with the time required to change the ilet. Symptoms included elevated blood glucose. Outcomes included no reported alarms and no hospitalization. Investigation included outreach to clinical support for follow-up, but additional information from the user was not obtained due to time constraints. Investigation of this case revealed that the cause of the hyperglycemia remained unclear due to limited event details and no reported device alerts or malfunctions. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.